Manufacturer narrative:
Date sent to the FDA: 09/10/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): one needle piece and one needle/suture piece were returned for evaluation. A visual examination of the used needle piece revealed severe marks on the body of the needle which are likely from use of the needle holder. The used needle/suture piece was visually examined and no attachment defects were found. There was a suture piece attached in the needle and the end of the suture was cut. Additionally, severe marks on the body of the needle were found which are likely from use of the needle holder. Damage along the suture was also noted. The condition of the samples suggest improper handling of the needle/suture since there were severe marks on the body of the needle by use of the needle holder.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2012 and suture was used. The needle broke while being used on the patient. There was no adverse patient consequence reported.